Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00275, 3002806535-2017-00276.

Event description:
It was reported patient was admitted to emergency room due to pain in right knee. Patient placed in a knee immobilizer and is tolerating the pain.